Manufacturer narrative:
Device was implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis therefore visual and functional testing could not be performed. It was reported that after several unsuccessful detachment attempts, the coil prematurely detached inside of the microcatheter during removal from the patient. It is likely that the detachment zone had become weakened by previous detachment attempts and that the physical force of being drawn back into the microcatheter led to the coil becoming detached. The additional information states that intermittent flush was used. The directions for use (dfu) for the target coil states that continuous flush must be maintained during clinical procedures. Intermittent flush may have allowed for other factors such as thrombus formation on the detachment zone to occur which can lead to increased detachment times. Therefore, an assignable cause of the dfu not followed has been assigned to the reported event.

Event description:
It was reported that the coil (subject device) did not detach after two inzones were used. The coil detached within the microcatheter as it was attempted to be removed. The guidewire was used to push the coil out from the microcatheter into the target location. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) did not detach after two inzones were used. The coil detached within the microcatheter as it was attempted to be removed. The guidewire was used to push the coil out from the microcatheter into the target location. There were no reported clinical consequences to the patient.